Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the primary cause of death was "complications of left femur fracture and fall" and the secondary causes were congestive heart failure, end-stage renal disease, diabetes mellitus and prior left hip fracture which was operated. No autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00610. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the proximal portion of saphenous vein graft (svg) to obtuse marginal 2 (om2) with 70% in-stent restenosis (isr) of the previously placed unknown stent and was 16mm long with a reference vessel diameter of 4.5mm. The lesion was treated with direct stent placement using a 4.00mmx20mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with congestive heart failure and a 4.00x16.00mm promus premier stent was implanted in svg to om2. In (B)(6) 2016, the patient expired and the cause of death was unknown.